Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were segments missing on the bottom liquid crystal display (lcd) screen of the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and two side bail covers were contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, the keyboard pad was contaminated and one output connector was broken.